Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 2.25x24mm taxus liberte stent delivery system (sds) was advanced to the stenosed unspecified target lesion location. The sds could not cross the lesion and the stent became deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 2.25 x 24 mm taxus liberte stent delivery system (sds) was advanced to the stenosed unspecified target lesion location. The sds could not cross the lesion and the stent became deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4).

Manufacturer narrative:
A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).